Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) experienced leakage at the catheter hub and junction which was noted during use. The following information was provided by the initial reporter: material no.: 381512 batch no.: 9078797 it was reported there was blood leakage at the yellow hub of the catheter at the insertion site. Upon flushing with saline, it was noted to have a leak at the insertion site on the catheter at the yellow plastic hub. Catheter removed and another piv placed.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) experienced leakage at the catheter hub and junction which was noted during use. The following information was provided by the initial reporter: material no.: 381512, batch no.: 9078797. It was reported there was blood leakage at the yellow hub of the catheter at the insertion site. Upon flushing with saline, it was noted to have a leak at the insertion site on the catheter at the yellow plastic hub. Catheter removed and another piv placed.